Manufacturer narrative:
It was reported that when the surgiphor bottle squeezed, it exploded in the center of the bottle. No health consequences were reported. Section c. 1a name and strength: 0.5% povidone iodine (pvp-I) in phosphate-buffered saline, potassium iodide, and vitamin e tpgs. Section d. 2b procode: fqh (lavage, jet) and fro (dressing, wound, drug). Note, the date of event is considered to be a best estimate as (09-sep-2025) based on the date of awareness. This MDR represents surgiphor bottle (device 11).. An additional mdrs were submitted to represent surgiphor bottles (device 1 to device 13). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when the surgiphor bottle squeezed, it exploded in the center of the bottle. No health consequences were reported.

Manufacturer narrative:
It was reported that when the surgiphor bottle squeezed, it exploded in the center of the bottle. No health consequences were reported. Section c. 1a name and strength: 0.5% povidone iodine (pvp-I) in phosphate-buffered saline, potassium iodide, and vitamin e tpgs. Section d. 2b procode: fqh (lavage, jet) and fro (dressing, wound, drug). Note, the date of event is considered to be a best estimate as ((B)(6) 2025) based on the date of awareness. Addendum: h11:this supplemental MDR is submitted to document the results of investigation performed to analyze the root cause. Based on the review of returned lot samples, the reported event has been confirmed. However, a definitive root cause of the cracked bottle could not be determined. A device history record review found no non-conformances associated with this issue during production of the reported batch. A CAPA was opened to investigate events of this nature. Complaints are monitored and reviewed for emerging trends. Updated fields: b4, b5, d9, e1, e3, g2, g3, g6, h2, h3, h6, h10, h11. Corrected field: d4(UDI). This supplemental MDR represents surgiphor bottle (device 11). Additional supplemental mdrs were submitted to represent surgiphor bottles (device 1 to device 13). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when the surgiphor bottle squeezed, it exploded in the center of the bottle. No health consequences were reported. Addendum: there were no physical injuries, but the assistant did get sprayed in the face a few times.